Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 5f exoseal vascular closure device (vcd) did not change color even after the blocker was completely withdrawn; finally, manual compression was performed. There was no reported patient injury. After performing intracranial arteriography for the patient, the physician wanted to seal the femoral artery puncture point with a 5f exoseal vcd. With all operating procedures standard, the last step of retracting the vascular blocker was performed and the indicator window did not change. After the blocker was removed, the guidewire loop was manually pulled in vitro, and it was found that it could not be pulled and the indicator window did not change color. The occluder was not retained and was discarded due to infectious disease.

Manufacturer narrative:
As reported, the indicator window of a 5f exoseal vascular closure device (vcd) did not change color even after the blocker was completely withdrawn. Hemostasis was achieved through manual compression. There was no reported patient injury. The device lot number after performing intracranial arteriography for the patient, the physician wanted to seal the femoral artery puncture point with a 5f exoseal vcd. With all operating procedures standard, the last step of retracting the vascular blocker was performed and the indicator window did not change. After the blocker was removed, the guidewire loop was manually pulled in vitro, and it was found that it could not be pulled, and the indicator window did not change color. The intended procedure was lower extremity arterial occlusion opening surgery. There were no visible signs of device or package damage prior to use. The vessel diameter at the puncture femoral site was verified to be greater than or equal to 5 mm, with no stent near the puncture site, no vessel stenosis greater than 50%, and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd, and the indicator wire cowling locked against the handle assembly with an audible click. The physician did not place the thumb on the plug deployment button during retraction, and the indicator window did not show any red color during retraction. When the device was removed from the patient, the indicator wire loop was deployed and showing, but the guidewire could not be pulled, and the indicator window did not change color. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint " indicator window no change to indicator " could not be evaluated. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. It is possible that factors related to the procedure, handling, and/or patient anatomy contributed to the reported event. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Based on the information available for review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.